Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The philips field serve engineer (fse) during preventive maintenance found an unstable value of ECG test for put side pocket. There was no reported patient involvement.